Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low"; although a specific value was not provided. The customer ate m&m candies to address their bg level. Customer alleged that the pump miscalculated boluses. Tandem technical support reviewed pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer manually overriding a bolus for 10 units.